Manufacturer narrative:
Batch review performed on 23 march 2023: lot 2216030: (B)(4) items manufactured and released on 25-oct-2022. Expiration date: 2027-oct-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and the surgery was completed successfully.